Event description:
It was reported that the patient's implantable neurostimulator (ins) never helped her or had a therapeutic effect; during the trial procedure with the external neurostimulator (ens), she 'had a lot of help.' The patient was not receiving any help from her ins; she was only getting increased pain so she turned it off. The patient decided within six months after its implantation to turn her ins off because her physician and manufacturer representative were not able to reprogram it to work properly. In the beginning of her therapy, the patient was going in three times a week; after six months she decided to stop going. When the patient went through security devices, she would get shocked with it; when she got reprogrammed she got shocked. The patient had been shocked 'many, many' times in the past. The patient's ins kept coming up 'as an issue more and more when she needed to do things.' It was planned that she would communicate with her physician about the possibility of explanting her ins. The patient declined at the offer of troubleshooting her device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v010692, implanted: (B)(6) 2006, product type: lead; product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: patient reported they had gotten strong stimulation / changed setting when going through metal detectors. Patient reported they had a wand before and they kept the wand over their implant and it changed their setting and shocked them. Patient stated they couldn¿t remember the year but it was when (B)(6) were running for vice present because they went to hear them speak. Patient reported they turned therapy off because therapy never helped or worked for them so they turned it off because they kept getting shocked when they left the house. Patient states they kept changing the setting but they always felt the stimulation in the same area. Patient stated they were traveling on a plane and like to get guidelines for airport security. There were no further complications reported.